Event description:
It was reported that the patient had to charge the ipg more frequently. Database analysis was performed and revealed no anomalies with the ipg however high impedances were noted on the contacts. The patient underwent a revision procedure wherein the ipg and leads were replaced with an magnetic resonance imaging (MRI) compatible one. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: (B)(6).

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg more frequently. Database analysis was performed and revealed no anomalies with the ipg however high impedances were noted on the contacts. The patient underwent a revision procedure wherein the ipg and leads were replaced with an magnetic resonance imaging (MRI) compatible one. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.